Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that before placement into the patient's body, physician had difficulties extending the right ventricular lead's helix. Helix was eventually able to be deployed, but physician noticed that the lead's insulation looked twisted after suturing it down. The lead was replaced with a new one as a precaution. Patient had no symptoms and was stable after the procedure.